Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488t competitor implantable pacing lead: (B)(6) 2000. (B)(4).

Event description:
It was reported that a couple of days after implant, the superior vena cava (svc) coil of the competitor right ventricular (rv) lead exhibited high impedances. A connection issue was suspected. The pocket was subsequently opened, and the connection was inspected. It was found that the coil pin was not fully inserted into the device header. The setscrew was loosened, and the pin was reconnected to the device header. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.